Event description:
Follow-up with physician revealed "patient did not have anaplastic large cell lymphoma (had hodgkin lymphoma) and we failed to establish a direct causation link to the implant." Event of lymphoma is not considered to be device related. Events of lump/nodule, pruritus, cancer breast, and necrosis will all be considered not device related, as they are secondary to the event of lymphoma. Event of late seroma remains MDR reportable.

Manufacturer narrative:
(B)(4). The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event and product has been requested. No additional information is available at this time. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, implant removal, hematoma/seroma, and necrosis. Published studies indicate that breast cancer is no more common in women with implants than those without implants. A large, long-term follow-up found no significant increases in the risk rates for a wide variety of cancers, including stomach cancer, leukemia, and lymphoma." Article citation: ¿classical hodgkin lymphoma arising adjacent to a breast implant¿ ciara ryan, mb, mrcsi, frcpath1, yasser ged, mb1, fiona quinn, phd1, jan walker, bsc1, john kennedy, mb, frcpi1, charles gillham, mb, mrcp, frcr1, stefania pittaluga, md, phd2, ronan mcdermott, mb, mrcpi, frcr, ffrrcsi1, elisabeth vandenberghe, mb, phd, mrcpi, mrcpath1, cliona grant, mb, mrcpi1, and richard flavin, md, phd, frcpath1. International journal of surgical pathology 2016, vol. 24(5) 448¿455.

Event description:
Reported events found within article "classical hodgkin lymphoma arising adjacent to a breast implant" are as follows: ¿[patient] presented with persistent swelling and itch around a left breast saline implant. Radiological investigations demonstrated fluid surrounding [patient] left breast implant with an ill-defined irregular hypoechoic mass in the 3 o¿clock position, adjacent to the fluid around the implant, measuring 2.5× 2 cm.¿ the fluid was aspirated and the mass was excised. Cells stained positively for cd30 and negative for alk1.

Event description:
Reported events found within article "classical hodgkin lymphoma arising adjacent to a breast implant" are as follows: ¿[patient] presented with persistent swelling and itch around a left breast saline implant. Radiological investigations demonstrated fluid surrounding [patient] left breast implant with an ill-defined irregular hypoechoic mass in the 3 o¿clock position, adjacent to the fluid around the implant, measuring 2.5× 2 cm.¿ the fluid was aspirated and the mass was excised. Cells stained positively for cd30 and negative for alk1. Follow-up with physician revealed "patient did not have anaplastic large cell lymphoma (had hodgkin lymphoma) and we failed to establish a direct causation link to the implant." Event of lymphoma is not considered to be device related. Events of lump/nodule, pruritus, cancer breast, and necrosis will all be considered not device related, as they are secondary to the event of lymphoma. Event of late seroma remains MDR reportable.